Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had miscalculated the carbohydrates in the breakfast meal and entered an incorrect value (too large) into the pump when the bolus was delivered. The customer's blood glucose (bg) level dropped to 60 mg/dl. The insulin delivery was suspended and carbohydrates were consumed to address the low bg. The customer had since resumed insulin delivery. Tandem technical support advised the customer to discuss the event with a healthcare provider.